Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a patient experienced cardiac arrest and passed away. During an atrial fibrillation procedure, a farawave 2.0 catheter was selected for use. The procedure was completed without incident reported. About 24 hours after it, the patient was coded seven times that same night of the procedure. Life saving measures were taken, as surgery and cardioversion being performed. However, the patient passed away the next day. The device is not expected to be returned for analysis (disposed).